Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Review of manufacturing records was completed and the results indicated final inspection was determined to be acceptable. Additional information will be submitted with 30 days from receipt.

Manufacturer narrative:
It was reported that it was difficult to retrieve the angioguard filter basket into the tip of the capture sheath. The filter basket was captured and the device was removed from the patient without injury. The device was stored and prepped per the instructions for use (IFU). There was no damage noted with the device prior to handling. The procedure was completed successfully without any patient injury. The capture sheath was not returned by the hospital for analysis. One non-sterile angioguard xp was received coiled in a plastic bag. Only the wire system was received; neither the capture sheath nor the deployment sheath was received. The distal coil was found bent. The filter basket presented no damages. A functional test could not be performed given the complaint's capture sheath was not received. Review of the manufacturing records revealed the product underwent final inspection testing and was deemed acceptable. The reported complaints could not be evaluated given that the capture sheath was not received; nevertheless, an analysis of the received component was performed and it was found that the device did not present any anomaly or obvious indication of design or manufacturing related issues. In addition, it was reported that there was no damage noted with the device prior to handling. With the limited amount of information available and without return of the capture sheath for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. At this time assignment of root cause for this complaint is speculative; however, based on the information provided in the complaint documentation and the evidence presented by the device, it appears that procedural factors may have impacted on the event. Neither the analysis nor the DHR review suggests that manufacturing factors could have contributed to the reported failure; therefore, no corrective actions will be taken at this time.

Event description:
During the procedure, the physician encountered resistance friction with the capture sheath. The target lesion was located in the carotid artery. Vessel and lesion characteristics were unknown. After post-dilation, the capture sheath was advanced; however, resistance friction was felt with the capture sheath. It was difficult to retrieve the angioguard filter basket into the tip of the capture sheath. The filter basket was captured and the device was removed from the patient without injury. It was noted only the filter basket and guidewire were returned for analysis. The capture sheath will not be returned. The device was stored per the instructions for use (IFU). The device was prepped per the IFU. The angioguard was sized larger than the vessel as instructed in the IFU. There was no damage noted with the device prior to handling. The procedure was completed successfully without any patient injury. The capture sheath was not returned by the hospital for analysis.